Event description:
It was reported that the cartridge was not fitting properly on the pump due to an o-ring on the pneumatic tap. The customer's blood glucose level did not exceed 500 mg/dl. The customer was instructed to remove the o-ring and clean the area with an alcohol wipe or lint-free cloth. After inspecting and attempting to reload the original cartridge, the customer was able to resume insulin therapy successfully.